Event description:
Follow up information received from the manufacturer's representative reported that the patient was to call if the problem persisted after the adaptive stimulation (as) sensor battery orientation and settings were adjusted in the office. At the time of report, there had been no further complaints received from the patient regarding the stimulation shutting off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an adaptive stimulation issue and that the stimulation output changed unexpectedly. Recently, while walking, the patient feels that the stimulation is shutting off. The manufacturer representative had already re-oriented the patient. It was reviewed that there is no way to change the transition time from upright to upright/mobile faster than 2 minutes. The patient was on upright xs and lying was xxl. Various reprogramming options were being tried, so the results are unknown. Since the patient noticed that the stimulation was cutting out when she started walking, her implantable neurostimulator was re-oriented and the amplitudes for that position were reset. It was noted that the patient had recently lost 30 pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.